Event description:
The customer states that hemoglobin (hgb) and hematocrit (hct) values are not matching the rule of 3 well for patient samples tested using a cell-dyn 1800 analyzer. In late 2008, one patient sample generated a hgb=7.6 g/dl and hct=20.8%. The sample was repeated the same day yielding a hgb=7.3 g/dl and hct=20.7%. The next day, the sample was repeated 10 times yielding hemoglobin values ranging from 8.3 to 8.7 g/dl and hematocrit values ranged from 24.0 to 24.7%. No adverse impact to patient management was reported due to this issue.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Clogged/obstructed silicon tubing (s1). Investigation summary: after reviewing the data sent by the customer, the cta suggested a smear review of the patient sample for rbc morphology and rouleau/clumps. The customer stated not having time for a smear review and that the sample was going to be sent to a reference laboratory. The customer then requested field service for issue resolution. On (B)(6) 2008, the field service representative (fsr) cleaned an obstructed silicon tubing (s1), ran controls, and passed. The instrument was performing within specifications. On (B)(6) 2008, during an fsr visit, a printed circuit board assembly was replaced on the instrument, ran controls, and qc passed. Instrument was performing per specifications and no further investigation was required. The issue is addressed in labeling in the cell-dyn 1800 system operator's manual. A review of complaint) reports did not indicate any adverse trend for the cell-dyn 1800, l/n 07h77-01, for the reported complaint issue. Based on the investigation, no product issue was identified for the cell-dyn 1800 for the reported issue. There was no systemic issue for the cell-dyn 1800 product line. This is the final report.